Event description:
Reporter was using baxter supplies for over 4 years and never developed peritonitis. The kidney center changed from baxter health care supplies to fresenius supplies in 2001 and the reporter was led to believe the reporter had to change. The reporter found a high incidence of dialysis solution bags that developed leaks in the connecting tubing. Reporter reported this to the kidney center but they said the reporter was the only one that had reported a problem. In 2002, the reporter developed severe peritonitis for which the reporter was hospitalized. While in the hospital, the reporter found several more defective bags and showed the doctors where the problems were. They allowed the reporter to switch back to baxter supplies. As of this day, the reporter is still being treated for peritonitis and dialysis is still impaired. Because the problems the reporter saw were hard to detect, the reporter is concerned that there are a lot more cases that occur but are attributed to patient error instead of the real cause.